Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with trace epithelial haze in both eyes six weeks following photo refractive keratectomy (prk). In a follow up with the optometrist, she indicated the patient was prescribed topical steroid drops on the date of the event. The patient was seen on (B)(6) 2014 and the corneal haze was still present. The patient finished steroid drops as prescribed. The patient reported his vision was good. The optometrist also reported the patient was prescribed cyclosporine ophthalmic emulsion drops prior to prk treatment but she was unsure if the patient ever started the drops. There are two medical device reports associated with this event. This report is for the left eye.